Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 24 synergy ii drug-eluting stent was selected for use to treat a lesion. However, it was noted that the device was fractured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 24mm stent delivery system was returned for analysis. The manifold containing the specific catheter lot number was not returned. A visual examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. The hypotube was broken at 1170mm proximal to the distal tip of the device. The manifold and strain relief were not returned. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 24 synergy ii drug-eluting stent was selected for use to treat a lesion. However, it was noted that the device was fractured. No patient complications were reported.